Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a revascularizaton procedure, the hub on the inner sheath separated as the physician was removing the wire and the inner sheath. The physician was able to carefully remove the inner sheath. No part of the device remained inside the patient¿s body. There was no harm to the patient, and no additional procedures or intervention were required due to this occurrence.